Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had partial display. The customer's blood glucose value was unknown. Customer stated insulin pump had out in sun and screen was not visible. Customer stated that the insulin pump was neither dropped nor bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segment/partial display anomaly due to cracked bleeding lcd.